Event description:
Treatment of an anterior communicating (a-comm) artery with tortuous vessels. It was reported that the physician was not able to detach the coil with an instant detacher or via the manual method (an alternative detachment method described in the IFU). The coil was detached and implanted in the aneurysm after manipulation of the delivery pusher.no patient injury reported.

Manufacturer narrative:
The device has been evaluated, but the evaluation could not determine the cause of the event.(B)(4)